Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited high capture thresholds; it was noted that the thresholds had been rising continuously since implant. All other electrical measurements were normal. The patient was asymptomatic. The lead was explanted and replaced. The patient's condition was stable post procedure.